Event description:
Stated problem: we learned from the (B)(6) health authorities - agencia (B)(6) productos sanitarios ((B)(6)), that there was a mistake in the (B)(6) translation section of the IFU which may lead to the use of this device on incorrect pt. The error was isolated only to the (B)(6) section of the insert used in the european pack. It is not applicable to the u.s. Pack. Under the heading "contra-indicaciones", the word "no" is missing in the sentence "no debe ulitizarse en personas con:". Immediate diligence confirmed that this error only applies to the (B)(6) section of the multi-lingual package insert for flexi-seal signal fms. This error does not apply to flexi-seal fms. Please note, while the sentence is incorrect, it is located in the section "contra-indicationes" which identifies clinical conditions where the device should not be used. Please be aware that this is only an error in the insert and that the product itself is safe for use. The package insert is being corrected and will be included in all future products that are packaged.

Manufacturer narrative:
Reported to the FDA on february 16, 2012.